Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with two new boxes of infusion sets. Customer's blood glucose level went up to 580 mg/dl. The customer treated her blood glucose level with a 20.0 unit injection. The customer's blood glucose level dropped to 34 mg/dl. Shed treated her low blood glucose level by drinking sugar. Troubleshooting was declined. The device was not returned.